Event description:
It was reported that a spectrum iq infusion pump infused tpn (total parenteral nutrition) faster than programmed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information b5: additional information was received from the reporter indicating that there was 50ml of overfill in the bag and the bag ran dry. Parameters were provided: step 1: 41 ml/hr, 1 hr; step 2: 82 ml/hr, 820 ml, 10 hrs; step 3: 41 ml/hr, 1 hr. The programmed volume to be infused (vtbi) was 902ml and the remaining vtbi on the pump was 36.4 ml. The hospital procedure for tpn is a two nurse check to verify the ingredients in the delivered bag against the medical record. Once checked the tpn is strung with appropriate tubing/filters and administered per policy. There have been no change to tpn products/supplies, administration process in the past three months. With tpn, baxter clearlink continu-flo solution sets + baxter clearlink non-dehp extension set 16¿ 5.1ml 0.2 micron filter, luer activated valve, male luer lock adapter with retractable collar are used for administration. Additional information: b3, d9, d10, e4, h3, h6, h10, h11. H11: the device was received for evaluation. During functional testing, the reported problem "over infused" was not reproduced. The device was tested for flow rate accuracy and delivered within specification. A device history review revealed no issues that could have caused or contributed to the reported issue. A review of the even history log was performed and identified an infusion of tpn on (B)(6) 2025 at 23:57 timestamp. The previous program in pedi crit care/ed area and started the pump with an initial rate of 41 ml/hr and a volume-to-be-infused of 41 ml at the same timestamp. On (B)(6) 2025 at 01:38 timestamp pump ran primary bag with rate 82 ml/hr, vtbi 820 ml, and 41 ml was given to the patient in the same timestamp. After 10 hours and 7 minutes the pump was stopped by the user, 866 ml was given to the patient, and the pump entered sleep mode. No abnormalities that could cause or contribute to the reported problem were observed through the history log. The reported issue was not verified. This may be a result from inaccurate impression of over-infusion related to the multiple infusion rates present in the infusion. Low flow rate at the end results in an exaggeratedly early infusion finish time. Judging over-infusion based on timing can be difficult for this reason and should be based on volume to be infused relative to infused volume. The spectrum's operation manual page 76 contains instructions regarding tpn infusions and page b-3 contains warnings of flow rate inaccuracies. Should additional relevant information become available, a supplemental report will be submitted.